Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during normal follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold and high impedance. The lead was reprogrammed and the patient would continue to be monitored.